Event description:
It was reported to philips that x-ray generation failure; system reset and image recreation performed on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
System reset and image recreation resolved issue; returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).